Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device was not returned.